Manufacturer narrative:
(B)(4). The lot was manufactured from february 26, 2015 ¿ february 27, 2015. The device was evaluated at the dublin compounding facility. Visual inspection was performed and noted white floating particles in the device. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in the balloon of a small volume intermate. This occurred before use after the device was compounded with an unspecified amount of flucloxacillin. No patient involved. No additional information is available.